Manufacturer narrative:
Device failure is suspected, but did not cause or contribute ot a death or serious injury.

Event description:
It was reported that the site's handheld computer was constantly freezing and they had to reseat the flashcard multiple times when using it on a single pt. They also had to reset the pt's parameters after every sys test. Follow-up with the site revealed the freeze was happening upon interrogation and anytime diagnostics were run. They tried it in different rooms, but the problem persisted. Only the handheld was returned (without the software) to the MFR for analysis on 05/14/2009. Upon analysis of the handheld, no anomalies were noted and the device performed according to specs.